Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient passed away on (B)(6) 2013 of a heart attack. The reporter stated that the patient had an amputation in (B)(6) 2012 and returned home in (B)(6) 2013. The reporter also noted that the patient had elevated bun and creatinine, but did not specify dates for those elevations. The reporter stated that the patient had some high blood glucose (bg) levels per logbook prior to death. The reporter noted a bg of 551mg/dl, but did not specify what date on which that bg occurred. The reporter stated that the patient normally suffered from low bgs rather than high bgs. The reporter and customer support (cs) reviewed the pump history and it showed that the patient was bolusing appropriately and the only recent alarms observed were for low cartridge. The reporter stated that she would like to donate the pump to someone. This complaint is being reported because the patient reportedly experienced some elevated bgs prior to death and because the pump could not be ruled out as a cause or contributor in the patient¿s death.